Event description:
A resorbable cranial clamp failed and the cranial flap is not healing. Clamp failure attributed to 3 year old patient falling with blunt trauma to cranial flap.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.